Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 was off the track and was unable to recover the hardware. A field service engineer initially found that full height (fh) drawer 5 on the auxiliary station was unable to close. The engineer replaced the rail, reseated all cables and wires, examined the pyxibus cable, and rebooted the system. However, the drawer did not respond correctly in the hardware test application (hta), even though the drawer slid in and out properly. The engineer identified that the drawer sensor needed replacement. Later, the engineer replaced the drawer sensor, reseated all cables and wires, rebooted the system, and verified operability by completing tests in the hardware test application (hta). The engineer launched the application and allowed escort recovery and access to the station. Functionality was tested successfully. Fse performed proactive system checks. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was off track and would not shut unable to recover hardware. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.